Event description:
Clot. Phlebitis treated with elevation, warm packs and darvocet n 100 mg. Peripherally inserted central line discontinued 7 days after insertion. Had been applying warm packs/tylenol from insertion date. Rep from bard notified with lot number given for further investigation. Rptr can't tell if gloves or catheter or other factor(s) to blame. Rptr states this seems like a high percentage. Rptr asks if anyone else is seeing this problem.